Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the technical service engineer (tse) while setting up for a procedure to report they had a recoverable error 23003 on universal surgical manipulator (usm) 3. The customer pressed the recover button and power cycled the system; however, the errors persisted. The customer performed a hard power cycle and exercised the yaw and pitch axis on the usm with no change. The customer noted that they needed all four system arms for the procedure and elected to bring in a patient side cart (psc) from another system to complete the case. The procedure was aborted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the 23003 and 23008 errors were found in the system logs, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp), where the sensors check failed on yaw searchlight. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. .